Manufacturer narrative:
B3: event date: these events occurred sometime between july 2022 - july 2024. D4: unique identifier (UDI) #: the product code and lot number are unknown; therefore, the UDI number could not be compiled. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unknown baxter access sets leaked below the drip chamber. The leak was observed during patient infusions. There was no report of patient injury or medical intervention associated with this event. No additional information is available.